Event description:
Customer reported that the I-stat hematocrit result was lower than a result that was reported from the laboratory. The I-stat hematocrit result was 24 %pvc. The physician requested the patient to be redrawn and tested in the laboratory. The laboratory result was 37.3%pcv.